Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the eyebolt post is sheared at the thread run-out consistent with over-torque. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the crosslink sheared in half during use in surgery. No pt complications were reported.